Event description:
Sales representative reports; following 4th trip to CT scanner, the sensor began to read -99. Cables and express boxes traded out but no help. Sensor removed and a new one was placed, which worked fine.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.